Event description:
Reporter indicated that pt developed stomach pains and irritable bowel syndrome after vns implant. The pt had been seen by a specialist and all testing was negative, including blood tests. The pt's device was programmed to off in 7/2002. Physician plans to wait and see if the pt's symptoms improve with the device programmed to off.